Manufacturer narrative:
Novocure¿s medical opinion is that the contribution of the optune gio device to the fall and secondary injuries, coccyx fracture and skin laceration cannot be ruled out. Fall is an expected event with optune gio device use (ef-11 4% and 8% ef-14 optune arm). Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Fractured coccyx is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
An 81-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2026. On (B)(6) 2026, novocure was informed that the patient experienced a fall while on optune gio therapy and was subsequently admitted to the hospital. On april 20, 2026, additional information was received from the prescribing physician that, as a result of the fall, the patient sustained a coccyx fracture and skin laceration on the forehead. The physician confirmed that the patient fell while walking and carrying the device over their shoulder. It was further noted that the fall may have not occurred had the patient been using a rucksack for transport of the device.